Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing: evaluation of healthcare outcomes of patients treated with depuy synthes fibergraft bg putty reported complications as per ICD-10 procedure code or cpt code and ICD-10 diagnosis code: off-label defined based on the presence of a diagnosis code related to the following contraindications recorded during the index episode of care: - active or untreated infection; - significant vascular impairment proximal to the bony void or gap; - metabolic or systemic bone disorders that affect bone or wound healing. Spd complaint: ip unk bio putty/paste: prosidyan for 0-90 days post-index. Qty 24 total reoperations (qty 10 in spine-on label, qty 14 spine-off label). Ip unk bio putty/paste: prosidyan for 0-730 days post-index. Qty 226 total revisions (qty 141 in spine-on label, qty 85 spine-off label). Qty 57 nonunion/pseudoarthrosis (qty 37 in spine-on label, qty 20 spine-off label). Qty 78 infections (qty 36 in spine-on label, qty 42spine-off label). Syn complaint: ip unk bio putty/paste: prosidyan for 0-90 days post-index. Qty 1 total reoperations (qty 1 appendicular skeleton-on label, qty 0 appendicular skeleton-off label). Ip unk bio putty/paste: prosidyan for 0-730 days post-index. Qty 64 total revisions (qty 36 appendicular skeleton-on label, qty 28 appendicular skeleton-off label). Qty 38 nonunion/malunion (qty 19 appendicular skeleton-on label, qty 19 appendicular skeleton-off label). Qty 33 infections (qty 14 appendicular skeleton-on label, qty 19 appendicular skeleton-off label).

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.